Manufacturer narrative:
Concomitant medical devices: model: 407645, lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited low impedance and increasing/high rv thresholds. The rv lead was explanted and replaced. During the lead replacement the right atrial (ra) lead became dislodged. The physician chose to cap and replace the ra lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.